Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed no physical damage found. Unable to duplicate the customers reported issue; however battery communication time out and base not responding found in event history log. The root cause of the reported issue was not found. Battery readings are all normal. Actions taken to mitigate the reported issue: replaced interconnect board and battery as preventive measure.

Event description:
It was reported that battery communication failure event occurred. No patient injury reported.